Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient reported that the contrast, up arrow, and down arrow buttons have been intermittently unresponsive since yesterday. She noted that the buttons feel like they are sticking. The patient denied physical damage to the pump; denied exposing the pump to cleaning products; and stated that she wears the pump clipped to her waist.